Event description:
9/30/96 pacemaker generator and leads were replaced for end of life. 10/1/96 atrial lead was repositioned. 10/3/96 atrial lead was replaced. 10/7/96 atrial lead was repositioned. There was a problem getting the atrial lead in a good position or keeping it there.